Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter defibrillator displayed elective replacement indicators (eri). There was concern that the battery had depleted more rapidly than expected. A replacement procedure was performed, this device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
- -

Manufacturer narrative:
This device was successfully replaced and was returned for laboratory analysis. A review of the device memory revealed that the device declared elective replacement indicator eri after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher than typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.